Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue via the event log. The customer was advised to replace the power switch overlay. As a result the power switch overlay was replaced and the problem was reported to have been resolved with this action. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator experienced a led (light emitting diode) failed alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.